Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4) which was returned for routine maintenance, it was discovered that the trunk cable would not stay connected to a monitor. The last pt to use this belt did not report any problems.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the locking nut was missing on the electrode belt connector. The cause for the inability to stay physically connected to a monitor was the missing locking nut. The root cause for the missing locking nut cannot be positively determined but is likely physical abuse. No adverse event resulted from the missing locking nut. The last pt to use this belt did not report any problems.